Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the medium-large clip applier instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The probable root cause of difficulty applying a clip cannot be determined at this time. However, from available information the reported issue can be attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to apply the clips. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the surgeon could not apply the medium-large hem-o-lok clip on the patient persistently. The issue occurred on the 2nd application when the surgeon attempted to use the instrument to clamp on a vessel or tissue bundle. The vessel was less than 10 mm in diameter. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm. The issue was not related to unexpected motion of clip applier or not moving when surgeon commanded movement. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting clipping issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and it failed the clip test due to misapplication of the clip. Failure analysis investigations replicated and confirmed the customer reported complaint "hemolok clipping not available.¿ failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. Visual inspection did not reveal any damage to the grips. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint regarding clipping issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.